Event description:
On (B) (6) 2009 the site reported the below event to isi and on july 9, 2009 user facility medwatch #(B) (4) was received. It was reported that while dissecting a fibroid during a da vinci s myomectomy procedure the fenestrated bipolar forceps instrument broke toward the tip of the shaft resulting in splinters falling inside of the pt. The pieces were successfully retrieved and the planned procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results/conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to be broken at the proximal clevis to main tube interface. The clevis is dislodged from the main tube as result. The clevis is intact, but the main tube interface wall collapsed and is missing pieces. Per the case notes, the missing pieces were retrieved from the pt without further incident.